Manufacturer narrative:
Investigation is not complete. Event code addressed in package insert. User facility will not be completing a medwatch 3500a.

Event description:
Orig. Surg. 2006. Allegedly, surgeon implanted a bfh into patient. Four days later, it was noted that a 42mm head had been used with a 52mm shell. Revision surgery performed.